Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator is unable to charge. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This incident was originally determined reportable and regulatory reports were submitted. However, after further evaluation, it was determined that this case is a duplicate of (B)(4)/ source case (B)(4) and will be closed as such. Please reference (B)(4) as it contains the most current information available regarding the issue.